Event description:
The manufacturer received information that particles and a strange odor were found in the bipap auto biflex device. There was no reported patient harm or medical intervention. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.